Event description:
The customer reported via phone call that the insulin pump alarmed button error twice in the past few weeks. The customer's blood glucose was 12.1 mmol/l. The customer did not recall any special events. The customer was advised that the alarm may have been caused by button pressing. The customer was advised to discontinue use of the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the lcd window.